Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming air in line. Per reporter, the patient was instructed to acknowledge the alarm and restart the pump. However, the pump continued to alarm. The cassette was tapped on a hard surface, and an attempt was made to restart the pump, but it continued to alarm. The patient stated that the bag was completely empty. The patient was then redirected to the clinic. Volume: 8.6 ml. No patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.